Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. There were no adverse consequences or medical intervention.

Manufacturer narrative:
Additional information: the reported event was not duplicated; however, it was confirmed through component inspection. The device was repaired and returned to the customer.

Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. There were no adverse consequences or medical intervention.